Manufacturer narrative:
A getinge fse was dispatched to evaluate the unit. Report of defective arterial pressure waveform input, unable to confirm reproduction. There is a history of faultlog#53 (defective optical sensor). Possibility of improvement by unplugging and plugging the connector when replacing the device. Cleaned the contacts of the fo module and the optical sensor connector connection area. Fos test normal.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) the optical sensor arterial pressure waveform could not be recognized and the arterial pressure could not be correctly monitored. After performing sensor calibration, the problem was slightly resolved, but the iabp was replaced just to be sure.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).